Event description:
The pt rec'd 18ml of baclofen injected subcutaneously. Thirty minutes later, there were no adverse effects to the pt. It was recommended that the pt be observed for the remainder of the day and emergency procedures be readily available. No additional information was provided. Further f/u is not possible.

Manufacturer narrative:
(B)(4).